Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated carbon dioxide result on the architect c8000 analyzer. The following data was provided (mmol/l): 1818400847b initial co2 32, repeat 29 there was no impact to patient management reported.

Manufacturer narrative:
The incorrect sn was referenced in the concomitant information. The sn was originally reported as ln 01g06-11 sn (B)(6) and it should be ln 01g06-11 sn (B)(6) and was corrected. A new manufacturing report number has been submitted 16september2018 to document this event, suspect medical device change and all evaluation and follow up information in manufacturing report number 1628664-2018-01887.

Manufacturer narrative:
On 24july2018, the lot number was provided and updated from unknown to 52577uo02. An evaluation is still in process. A final report will be sent when the evaluation is completed.